Event description:
During a laparoscopic cholecystectomy, surgeon activated a probe (abc argon/conmed) and the needle shot out of end of the probe piercing the liver. It was removed without difficulty and area was coagulated. A new instrument was opened. Bleeding - surgical site.